Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/11/2025, a sales representative reported via email that the anchor of the swivelock from the ar-8929bc-cp achilles mid substance speedbridge implant system, snapped during insertion. The bone was prepared, drilled, and tapped according to the recommended technique. The eyelet remained in place with a partial anchor because the portion already inserted could not be removed. This was discovered during an achilles repair procedure on (B)(6) 2025. Additional information was received on 11/17/2025: the surgeon reported that the anchor of the swivelock from the ar-8929bc-cp achilles mid-substance speedbridge implant system felt normal resistance upon insertion. The anchor was partially inserted when it broke. No additional products were used to complete the case because the anchor remained secure with partial insertion. There was a case delay of approximately 3¿5 minutes, resulting in an additional 3¿5 minutes of anesthesia. All detached fragments were accounted for and retrieved. The eyelet remained intact during the event. Bone preparation for implant insertion was performed using the instrumentation provided in the kit. The drill, drill guide, and hand tap were used; the power tap was not used. The bone was assessed as hard but not abnormally hard. No adverse effects have been reported. No photos were taken of the event.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is improper bone preparation, as the anchor appears to have been implanted into hard, dense bone. Dfu-0309-eo revision 3 speedbridge¿ and suturebridge¿ implant systems attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. The complaint allegation was not confirmed. No evidence of that failure was received.